Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products during this procedure: carto 3 system ser# (B)(4), smart ablate generator ser# (B)(4), smart ablate pump ser# (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
It was reported that one patient underwent radiofrequency ablation for right ventricular outflow tract (rvot) tachycardia using smarttouch thermocool ablation catheter and developed a cardiac tamponade which was treated with pericardiocentesis with 400cc fluid removed. The patient was fully recovered and did not require extended hospitalization. The physician stated that a steam pop occurred in the ablation area which posed a high risk for perforation. The physician also assessed this event was procedure related.